Event description:
The hospital reported that preparation for an endoscopic vein harvesting procedure, the picture from the bom endoscope was not clear after the light/camera cord was plugged in and the picture was viewed on the tower monitor. There was no patient contact with the device. Another bom endoscope was opened and used with the same cord and camera; the picture was clear. The hospital did not report any patient effects.

Manufacturer narrative:
The endoscope was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities that may have contributed to the reported event. A light cable was attached to the illumination port on the endoscope. There was clear visibility and illumination when viewed on the monitor. No non-conformities were found during the functional testing. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).